Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The implant surgeon of the hospital reported to our sales rep that he was performing a surgery procedure. During this it was observed that it was not possible to disassemble the nail from the target device. The surgeon finished the surgery by using a new nail and a new target device from a second tray. In this case there was a delay of 10 minutes. The surgery was successfully completed at the end.